Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has error code 1102 primary alarm failure immediately upon power up. The speaker is not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device failed alarms test, and that the speaker has no volume and is not working. The fse replaced the speaker assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The removed speaker assembly was returned to the product investigation lab (pi). The pil technician installed the speaker assembly into a pi ventilator to duplicate the reported issue. The speaker assembly was tested, and the failure was confirmed. The product investigation lab has verified by a temporary install of the faulty speaker onto the pil stb that the error code e1102 repeats during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker does not operate as expected during an alarm condition. The failure of this speaker is due to an extremely high and out of spec resistance of 7.2 megaohm resistance on the voice coil of the speaker.